Manufacturer narrative:
Alber has received videos showing the original condition of the wheelchair. Alber has examined the videos and found out that the right anti tipper (support tray) does not rotate freely and gets obstructed on the wheelchair frame. During the on-site visit of the alber district manager at the end customer this was confirmed. In the instruction of use as well in the mounting instructions, the free rotation of the anti-tipper is explicitly pointed out: page 11 & 51 of the instruction of use english version: "regularly check that the anti-tippers are still seated securely in the mounting fork [71] of the bracket. Check that the support angle [77] can still move freely. If screw connections have loosened or have even come loose or if the support angle is no longer able to move freely, contact your authorised specialist dealer to rectify the situation. Page 2 mounting instructions: "the free rotation of the support tray may never be obstructed by the frame of the wheelchair! Use the optionally available adapters including the screws (art. Nr. 1489221) if necessary." We assume that on the day of the accident, the support tray of the anti-tipper stucked on the wheelchair frame and the function of the anti-tipper was therefore not given anymore. The anti-tipper was properly adjusted by the alber district manager so that the support tray rotates freely. Since the installation was carried out by the responsible medical supply store, we assume that the mounting instructions as well the instructions in the user manual were not observed, which led to the accident.

Event description:
Wife of the patient reported the accident to alber by phone on 2nd october 2020. The accident occured during vacation of the patient. The patient wanted to drive away from the hotel with the e-fix and the wheelchair tilted backwards on a slope causing a laceration on the head resulting in a two day hospitalization. The mounting of the e-fix to the wheelchair was carried out by the responsible medical supply store.